Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, an 840 ventilator generated an error message. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.